Event description:
Customer claims that the alarm has no power when tested with new batteries. No visible damage to the case. There was no pt injury reported. Investigation of the product shows that the alarm sounds intermittently.

Manufacturer narrative:
Eval of the returned product found that the alarm has an intermittent alarm tone. The battery door is missing, there is no visible damage to the product. MFR references (B)(4).